Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the display was not illuminating when plugged into a power source or when the wake button was pressed. During troubleshooting with tandem technical support (cts) the touchscreen began illuminating. Subsequently, the wake button was no longer functioning. During troubleshooting with cts it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump and has back up manual injections if needed for insulin therapy.